Event description:
Customer initially called to set up a square bolus. Customer then stated the buttons on the insulin pump seemed to be responding differently than what they used to do. Customer declined to troubleshoot keypad issue. Customer also stated the device went to auto off when his device to turn off after 10 hours. Bolus history was checked and it had been 10 hours since last bolus. Customer stated he captured activity after bolus. Customer was advised to upload information to check history. Customer declined he was too tired. Customer treated with bolus for high blood glucose of 286 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.